Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 8036928. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that a bowed barrel was found during use with a syringe 1.0ml 31ga 8mm 10bag 500 pl/wg. The following information was provided by the initial reporter, "walgreens syringe caller, 1ml, 31 g 5/16" lot # 8036928 found two packets in this box with barrels warped. Unused items to return occd dates 09/11/2019, and 09/12/2019 from same box sending replacements to the pharmacy." 1 of 2 complaints, this complaint is for occurrence on 09/12/2019.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bowed barrel was found during use with a syringe 1.0ml 31ga 8mm 10bag 500 pl/wg. The following information was provided by the initial reporter: "(B)(6) syringe caller, 1ml, 31 g 5/16" lot # 8036928 found two packets in this box with barrels warped. Unused items to return occd dates (B)(6) 2019, and (B)(6) 2019 from same box sending replacements to the pharmacy." 1 of 2 complaints, this complaint is for occurrence on (B)(6) 2019.